Event description:
It was reported that during a tlif surgery at l4-l5 the implant was attached to the inserted tube a mallet was used to hammer the implant into the disc space. While the inserter was being hammered, the implant came in contact with bone on the posterior edge of the vertebral body and fractured into three pieces. The pieces were removed. The fractured implant was replaced with a new implant. No patient complications were associated with this event.

Manufacturer narrative:
(B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Product was returned. Visually confirmed the implant is broken into multiple pieces, with multiple cracks, fracture and significant plastic deformation at and around the inserter interface, and base of the flanges. Microscopic examination of both returned implants provides evidence of fracture initiation at the base of the inserter interface features, with plastic deformation and evidence of fracture initiation. Fracture surface examination identified multiple quasi-brittle surfaces with rays emanating from likely fracture initiation points suggesting the direction and location of fracture; all fracture surfaces are consistent with overload. The above observations are consistent with overload.